Event description:
The customer reported they have a philips information center ix (pic ix) system with 9 or 10 rooms in a particular zone. They stated that in one of the rooms where this monitor is, if their is any alarm, they are not seeing the alarm in other rooms. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.